Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. The customer's parent alleged that a manual bolus and food bolus were delivered and the insulin on board (iob) remained zero which in return led to the customer's parent manually over-requesting more insulin to be delivered despite control iq software being enabled. A system check was performed on the pump and indicated that the pump was functioning as intended. No additional information was provided.